Event description:
A facility representative reported suction was lost with two patient interfaces. There are multiple related reports for this facility. This report addresses a pi (B)(4) and additional manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the production site and insufficient information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Sample received at facility center. The sample evaluation resulted in the following statement: received in blister with cover foil showing lot and serial number. Visual inspection of the applanation cone with a photomicroscope shows debris, an eye print that indicates eye contact, and liquid on the applanation surface. It is unclear whether there were debris on the applanation surface before docking procedure or only after docking. The most possible root cause for debris is fall out of particles during transportation from customer to wavelight as patient interface was not originally closed. Functional inspection of the patient interface on the system shows no deviation during detection and focus control of the patient interface. The cone has successfully passed the calibration check. The docking of the patient interface on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retried several times and with two orientations of the suction ring but no lack of suction or instable suction could be reproduced. The reported malfunction could not be reproduced during testing. No contributing factors could be identified. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).